Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the needle hub separated from the relion® insulin syringe during use. The following information was provided by the initial reporter: "spouse of consumer reported that the needle hub separated, consumer does not re-use."

Event description:
It was reported that the needle hub separated from the relion® insulin syringe during use. The following information was provided by the initial reporter: "spouse of consumer reported that the needle hub separated, consumer does not re-use."

Manufacturer narrative:
H.6. Investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch # 9343416 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200866986] noted that did not pertain to the complaint. Bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. H3 other text : see h.10.